Event description:
During a paroxysmal fibrillation ablation procedure, a blood leak was noted at the catheter handle approximately half way through the procedure. Then, during the vein isolation, blood was noted to be dripping from the same location. The procedure was continued with the same catheter and eventually completed with no adverse consequences to the patient.

Manufacturer narrative:
One duo-decapolar, bi-directional, variable radius, reflexion spiral catheter was received for evaluation. The handle was dissected and no evidence of blood leak was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood leak remains unknown.